Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a 80 to 90% stenosed de novo lesion, in the right coronary artery (rca). Following predilitation with a 2.5 x 12 nc balloon at 14 atmospheres, a 28 x 2.75 promus premier select was advanced and deployed in the rca. Following stent deployment, an orthogonal view of the deployed stent was performed, and a distal edge dissection was noted. A 16 x 2.75 promus premier select was deployed to cover the dissection. The procedure was completed, and the patient was reported to be stable following the procedure.